Event description:
It was reported that when a patient presented for a follow-up, episodes of ventricular fibrillation caused by external noise were observed. It was noted that the episodes had occurred during a dialysis procedure. It was recommended to place a magnet over the device during future dialysis procedures.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.